Event description:
It was reported to philips that the device does not pass the test. There was no report of patient involvement.

Manufacturer narrative:
The device was evaluated with replacement of the battery in bench repair. The battery was replaced in the bench repair. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.